Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not always performing the air removal step when filling the cartridge. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue. Customer's blood glucose was 246-247 mg/dl.